Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip xtw was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. In the physician¿s opinion, the gripper line had detached from the gripper and was non-functional, and the gripper was caught on the anterior mitral leaflet (aml). Troubleshooting was performed to remove the clip from the pml and was unable to be freed from the leaflet. Therefore, the clip was deployed where it was stuck, attached to both leaflets. A second clip, was then deployed, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device, gripper line break, or difficult single gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (gripper interaction with leaflet during positioning). The reported gripper line break and difficult single gripper actuation appears to be cascading events of the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.